Manufacturer narrative:
The field service engineer (fse) identified a slight tear on the vacuum tubing within the rinse unit. The fse replaced all rinse tubing, cleaned the detergent and filter weights, and verified the instrument by performing precision testing. Following the service actions, the customer had no further issues. The qc and calibration were acceptable. The investigation determined that the issue found by the fse was the root cause of the event. The co2-l gen.2 reagent lot number is 86066201 with an expiration date of 11/30/2026

Event description:
The initial reporter complained of discrepant high results for multiple patient samples tested for co2-l gen.2 (c02) on a cobas 8000 cobas c 502 module. Patient (B)(6) initial result was 35 mmol/l and the repeat result was 25 mmol/l. Patient (B)(6) initial results was 38 mmol/l and the repeat result was 26 mmol/l. Patient (B)(6) initial result was 35 mmol/l and the repeat result was 21 mmol/l. The samples were repeated as the initial high results did not correspond to the patient's previous results. Furthermore, the reporter questioned the negative anion gap. The discrepant results were reported outside of the laboratory. The repeat results were deemed correct.